Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during the mammotome biopsy, the instrument did not work properly. The biopsy was very small and not in the sufficient size. Completed with the same like product. There was no pt consequence.